Manufacturer narrative:
Product analysis #(B)(4): equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ drawing(s) referenced: (B)(4) rev. H and (B)(4) rev. N ¿ as found condition: the navien catheter was returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. The marksman catheter used in the event was not returned. Therefore, analysis could not be performed and conformance to specification could not be assessed. Per the IFU (instructions for use), marksman is compatible with = 5fr size guiding catheter. Per the product labeling the navien catheter has an od of 6fr. Therefore, the navien catheter was found compatible for use with the marksman catheter. ¿ visual inspection/damage location details: no damages or irregularities were found with the navien hub. The navien catheter body was found to be broken/separated at ~89.3cm from the distal tip and separated ends exhibited with plastic deformation (jagged edges and stretching) with the inner wire exposed. No damages or irregularities were found with the navien distal tip. No other anomalies were observed. ¿ testing/analysis: the navien total and usable lengths were measured to be within specifications. The navien catheter was flushed, water exited the broken end. The navien catheter could not be used for testing with an in-house microcatheter due to its damaged condition. ¿ conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed. The navien catheter was found broken; however, the cause for the damage could not be determined. The navien catheter was found compatible for use with the marksman catheter. (Nikkhs2 2022-09-05) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was resistance in the distal part of the navien catheter. The patient was undergoing treatment for a dense mesh stent implantation. The patient's vessel tortuosity was normal. The access ves sel was the femoral artery, which was 8mm in diameter. It was reported that after the navien was in place, the marksman stent catheter was delivered. It was found that the stent catheter could not move forward in the navien, so the navien was removed and a new intermediate catheter of the same type was replaced. The marksman catheter was delivered successfully, so it was believed that the issue was with the navien catheter. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU).